Manufacturer narrative:
The exact cause of the reported pain could not be determined. There is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision of primary right hip due to pain and suspected protrusio in the acetabulum. Intraoperatively, no boney ingrowth was noted on the cup. The stem remained implanted.

Event description:
Revision of primary right hip due to pain and suspected protrusio in the acetabulum. Intraoperatively, no boney ingrowth was noted on the cup. The stem remained implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.